Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose levels of 40 mg/dl. No symptoms leading to the low blood glucose event was mentioned by the customer. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 121 mg/dl at the time of the call. Customer declined troubleshooting on low blood glucose. Customer also reported issue with the sensor not adhering. Customer stated that the sensor came off due to customer was doing plumbing work and was sweating, inserted a new sensor and could not connect the sensor. Assistance provided to customer on how to connect the sensor. No product is expected to return for analysis.